Manufacturer narrative:
H3, h6: the device was not returned for evaluation as it was never delivered to the health care center. A full product history review was not performed for this event, as no manufacturing, packaging or labeling defects were associated with the reported failure. According to the information provided, the root cause of this event is that packages were not properly cross-checked, which resulted in one customer¿s package being delivered to another. Although products are normally packaged and identified with case and clinic details, and pass through several control points from the warehouse to the driver, in this instance the verification step failed. To address the issue, the involved personnel have been re-trained to ensure proper adherence to cross-check procedures moving forward. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during the osteosynthesis procedure, the instruments and screw kit of the evos small system required for the surgery were not physically found; on the contrary, the set of instruments of the vlp foot system was found. The patient was already anesthetized, so the anesthetic process was reversed, no incision was made. The surgery was cancelled and rescheduled. Current health status of patient is stable.